Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 59-year-old male patient, the device experienced adhesive problems. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll received a medwatch report alleging onestep CPR complete electrodes could not be removed due to adhesive stickiness. The product was not returned and no contact information was provided, preventing follow-up or further investigation. The lot number is unknown, as it was also not provided; therefore, retained sample testing could not be performed. The complaint is closed as no product returned and will be reopened if the product becomes available for evaluation.